Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged same day on 5mg eliquis and aspirin. The patient had a routine 45-day follow-up transesophageal echocardiogram (tee), and a non-mobile thrombus was discovered near the threaded insert on the face of the closure device. The patient was placed on warfarin and will return for additional follow-up imaging. The patient is expected to fully recover.